Manufacturer narrative:
A visual evaluation of the returned device revealed that only the guide catheter of the flexima biliary stent system was received for evaluation. The guide catheter was stretched and broken near the distal end. The distal end of the guide catheter was not returned for evaluation. Based on the condition of the device and the lack of details of the event, the most probable root cause for this complaint is undeterminable.

Event description:
A guide catheter of a flexima biliary stent system was received along with the device for another complaint. A visual evaluation of the device revealed that the guide catheter was broken. Several unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information.